Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: catheter model: unknown, serial/lot# unknown, ubd unknown, UDI# unknown, implant date: unknown, explant date: (B)(6) 2019. Analysis of the pump found ¿pump miscellaneous failed lab dispense test ¿ above spec¿. Analysis of catheter (model number 8709) found ¿catheter acceptable testing ¿ catheter incomplete/returned in segments¿. Analysis of catheter (unknown model number) found ¿catheter sutureless connector ¿ coring/tears/cuts in seal ¿ possibly caused occlusion ¿ not misaligned¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-dec-2001, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professionals (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at .25 mg/day) and bupivacaine (21 mg/ml at an unknown dose) via an implanted pump. The primary drug was dilaudid. The indication for pump use was not reported. It was reported that at the time of the last pump refill(date unknown), the pump was supposed to have around 5 ml, but around 15.5 ml was removed. There were no alarms and nothing in the logs. The medication was removed; new medication was placed; and the patient¿s dose was cut in half. Pump eri (elective replacement indicator) was 17 months. On (B)(6) 2019 the patient was taken to surgery and the surgeon was planning on just replacing the pump early. During the replacement, it was noted that no csf (cerebrospinal fluid) flowed nor could the surgeon withdraw csf from the catheter. The whole system was exchanged. No patient symptoms were reported. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s medical history relevant to the event was lumbar pls (primary lateral sc lerosis). No further complications were reported or anticipated.